Manufacturer narrative:
(B)(4). The incident generator has been rec'd and is under eval. When the unit eval is complete a f/u report will be submitted.

Event description:
The customer reported that a pt was burned by an unk type of bipolar handpiece which was laid on the pt and self-activated. The burns were described as being 1st and 2nd degree. The 1st degree burn was treated with vaseline gauze and the 2nd degree burn was treated by closure.